Manufacturer narrative:
The physician indicated that there was a "hole in [the] side of bulb/pump." No other abnormalities, which may have contributed to this occurrence, were noted with the device or in the pt's medical history. Qa was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the explanted device, qa is precluded from confirming the physician's observations and precluded from commenting on the condition of the device. Should the explanted device become available, qa will reopen this file and proceed according to procedures.

Event description:
Per the info provided to co by the physician's office the device was removed due to a "leaking pump". The pt had complained that he "suddenly had no fluid in his system". As reported to co, the pump, reservoir, and assembly kit were replaced, leaving the cylinder set in place from the initial implant surgery. 2/27/97-upon receipt of the event report from the physician/surgeon it is noted that "on careful inspection it was noted that there was a hole in the bulb of the co pump."